Event description:
The following was reported by a sales rep. It was reported that a surgeon was performing a multiple incisional laparoscopic hernia repair using ventralight w/echo. After the implant was fixtured into place with sorbafix the surgeon cut the inflation tube above the inflation tube stopper and below the loop. He then pulled the balloon free from the implant and while the inflation tube was being pulled out through the mesh, the stopper which is larger than the hole in the mesh, prevented the remaining section of the inflation tube from pulling free. The sales rep stated that the piece (approx 1 inch) was visualized under the mesh laying flat between the mesh and the posterior wall. The surgeon decided to take no action and left the piece in vivo. No adverse outcome has been reported to date. As an unintended portion of the device was left in the body, an MDR is being filed to document this event. While it appears remote there is the possibility that this could result in the possible need for surgical intervention if the fragment were to migrate or cause come level of discomfort for the pt.

Manufacturer narrative:
The event as reported was due to user error. The surgical technique instructs the user to cut the inflation tube where it exits the body cavity, which is well below the location of the inflation tube stopper. If this had been done properly the problem would not have occurred. As such there was no device malfunction. A review of the mfg records was performed and the lot met spec when released to stock.